Manufacturer narrative:
H3 other text : device returned but not yet evaluated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth and stated that the water in the chamber evaporates very fast. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The device was returned to the manufacturer but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.